Manufacturer narrative:
No unexpected insulin flow blocked alarms or no delivery/occlusion alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit received with same audio tone when switching from volume 5 to volume 1 and pump error 63 (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had random no delivery alarms and took longer time to rewound. Troubleshooting was done for no delivery alarm. Customer was not able to complete troubleshooting at time of call. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.